Event description:
The patient was intubated with intubrite setup. There was color change on co2 detector. The tube was secured. On xray, the radiologist could not rule out esophageal intubation. The non disposable set up was then used to intubate this patient. The re-intubation would cause a delay in treatment to the patient.

Manufacturer narrative:
All information reasonably known as of 14 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 14 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. The complaint of "difficulty with performing intubation" regarding an unknown laryngoscope was not confirmed. The root cause could possibly be a result of a product design change. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. There have been 19 other complaints regarding the same part and a similar issue within the 24 months preceding the reporting of this issue. Complaints will continue to be monitored for possible trends.

Event description:
The patient was intubated with intubrite setup. There was color change on co2 detector. The tube was secured. On xray, the radiologist could not rule out esophageal intubation. The non disposable set up was then used to intubate this patient. The re-intubation would cause a delay in treatment to the patient.